Event description:
A surgeon reported that during implantation of an intraocular (iol), the pt developed a posterior capsular bag tear. The association between this event and the iol is not known. Add'l info has been requested.